Manufacturer narrative:
Concomitant medical products: product ID: p1501dr , serial# (B)(4), implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was undersensing with diminished p waves. It was noted that the chronic rise in thresholds and diminished p waves occurred over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.